Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients daughter that the patient deceased and that the funeral home is also having a really hard time finding the device inside them.